Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a folding mark was observed after implantation into the eye. The iol was removed and replaced with a backup lens during the initial procedure. There was no patient harm. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned in three(3) segments in the iol. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable with dried blood. We are unable to determine the root cause for the reported complaint "folding mark". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).